Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced. Therapy restored post- operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Recall: this section was inadvertly left blank in error, which is added in this report. The statement for the service app advisory was not reported in the initial report which is added in this report.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had unrelated surgery in july. Ipg was placed in surgery mode but was not able to connect to external devices. Troubleshooting did not resolve the issue. That is all the information available at this time.